Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of beeps when turned on. The root cause was determined to be a malfunctioning micro processing unit printed circuit board. The micro processing unit printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infusor pump which keeps beeping when it is turned on. It is unknown when or at what point in the process this condition occurred. Device evaluation confirmed the reported condition as a constant alarm which interrupted delivery. There was no patient involvement. No additional information is available.